Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was discolored/abnormal additive form. This event occurred 221 times. The following information was provided by the initial reporter. The customer stated: "221 tubes had an anticoagulant color discrepancy."